Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: online customer reviews.

Event description:
Suspected false positive sars results (total number unknown) for 1 mildly symptomatic consumer. The consumer was confirmed sars positive and continued to test positive 5 days later with quickvue sars otc. The consumer communicated that they tested negative with another rapid antigen assay after the 5 day mark. An additional consumer event was communicated which is captured on a separate report.